Event description:
It was reported to philips that the device failed its electrical safety test (the specific test was the auxiliary patient leakage test). There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on the information available and the testing conducted, no problem identified and device works as per manufacturers specifications. The investigation concludes that no further action is required at this time.